Event description:
A hospital reported to our distributor that the seal of a full face mask had separated from the frame (i.e. Mask base) during use on a pt. They reported an adult female pt was being treated using a vision ventilator and an rt040s full face mask; in the early morning, the silicone seal separated from the base of the mask; the nurse then put the mask base back on the pt without re-seating the seal - "the nurse didn't realize there was a seal with the mask" and the seal was found "under the pt;" the ventilator did alarm "and that's what brought the rt [respiratory therapist] in;" and the pt was transferred to ICU.

Manufacturer narrative:
The device were not returned to the manufacturer. The investigation was conducted based on the event descriptions and previous investigations on similar complaints. A lot check has revealed no other complaints of this nature for this lot number. The improper fitting of the mask may have contributed to the silicone seal separating from the base of the mask. The mask is relatively new to the market and many users have been converting from a previously used competitor's device to the mask and as a result may not be proficient with the sizing and fitting of the mask. Conclusions: fisher & paykel healthcare has implemented an in-service education program to further ensure that healthcare practitioners fully understand the proper fitting of the mask. This programme has been and continues to be rolled out to customers in the united states. In addition, we have introduced an add'l silicone adhesive step (to apply adhesive between the silicone facial seal and the plastic mask base) in our manufacturing process which is aimed at reducing the potential for separation to occur. We have received similar complaints and are currently trending this at an occurrence rate of approximately 0.12% worldwide for the past year.